Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main half height drawer 2.1 not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the device had been detected on the main bus in the half height drawer. The field service engineer (fse) reported that the drawer consistently blew drawer controllers. A burning smell had been observed coming from the solenoid and row boards. Based on these findings, a full drawer replacement was deemed necessary. The ticket was postponed. After multiple follow up attempts, no response was received from the client. The case would be reopened once adequate information became available.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main half height drawer 2.1 not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.